Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for airway pressure continuously high. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the expiratory cassette has been cleaned. The device passed all performance tests and has been returned to clinical use. Unfortunately, records from (B)(6) 2022 (date of event) are not included in attached log files. Since device's logs from date of event are not available for evaluation, the root cause cannot be established. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/01/2020. Corrected manufacture date: 07/29/2020.

Event description:
Manufacturer's ref. #: (B)(4).